Manufacturer narrative:
The handle str w/ratchet (cev6285r) was returned for evaluation: the device history record (DHR) was reviewed, and no anomalies related to the reported failure were observed. Failure analysis: evaluation of the handle was unable to conclusively verify the complaint reported by the customer as valid. Therefore, an investigation for cause was unable to be performed. The tightening of the handle was not compliant. Root cause analysis: the overtightening of the handle can generate too much constraint on the insert and can led to the breakage of a pin of the insert. This wrong setting of the handle was due to a human error during the manufacturing operations. A reminder has been performed to the operators.

Event description:
This is 1 of 2 reports and is related to the handle of the device used during this event, and is linked to mfg report number: 3003249645-2022-00014. A facility reported that during standard use, the jaws of the insert used with str w/ratchet handle (cev6285r) separated from the insert stem. The device was in contact with the patient; however, no injury or death occurred. It is unknown whether there was an increase in surgery time. It was later reported that the technician was unable to state exactly when the problem occurred; possibly during forceps assembly.